Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported by mother that the patient had been taken to the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached 308 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include the presence of large ketones. The pod was removed in the ER and patient was treated with 2 bags of intravenous fluids and an unspecified medication. A new pod was applied and the patient was released from the ER after about 5 hours. The pod's cannula was observed at the time of medical event reporting and appeared bent. The patient's blood glucose history is as follows: (B)(6).